Event description:
Difficulty weight bearing [weight bearing difficulty] , swelling in the injected knee/ swelling [knee swelling], severe knee pain [knee pain] , aspirating the knee [knee effusion] . Case narrative: based on the additional information received on 14-may-2018 from healthcare professional, this case has been medically confirmed. Also, the case has been updated to serious from non-serious as serious events of difficulty weight bearing, severe knee pain with seriousness criteria of required intervention were added. This unsolicited case from united states was received on 26-apr-2018 from the patient. This case involves a (B)(6) female patient who developed difficulty weight bearing, swelling in the injected knee/ swelling, severe knee pain and aspirating the knee, while she was treated with synvisc one. The patient's past medical history included knee joint effusion and chondromalacia bilateral knee. The patient's past medical treatment included penicillin nos. The patient's past vaccination(s) and family history were not provided. Concomitant medications included esomeprazole magnesium (nexium); levothyroxine sodium and gemfibrozil. Concurrent condition included knee osteoarthritis. On (B)(6) 2018, the patient initiated treatment with intra-articular of synvisc one, injection (dose: not reported; frequency: once; lot number: 7rsl044; expiration date: 31-oct-2020) for oa bilateral knees. On (B)(6) 2018, (24 days following the first dose intake), the patient developed a difficulty weight bearing, swelling in the injected knee/ swelling, severe knee pain. On the same day, gram stain, crystals and glucose were found to be negative, cell count was 13000 in left knee, 8000 in right knee. Later, on an unknown date in (B)(6) 2018, patient also developed aspirating the knee. On (B)(6) 2018, cell count was 7550 in right knee and 18700 in left knee, gram stain showed no growth, crystals and glucose was negative. It was received patient underwent aspiration and received corticosteroid and ice therapy for difficulty weight bearing, swelling in the injected knee/ swelling, severe knee pain and aspirating the knee. Outcome: not recovered / not resolved for all events. Seriousness criteria: required intervention for difficulty weight bearing, swelling in the injected knee/ swelling, severe knee pain. A product technical complaint was initiated on 03-may-2018 for synvisc one, batch number: 7rsl044, (B)(4). The production and quality control documentation for lot 7rsl044 expiration date (2020-10-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 7rsl044 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 03-may-2018 there were 4 complaints on file for lot 7rsl044:(4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA is required. Additional information was received on 03-may-2018. Global ptc number and results were added. Clinical course was updated. Text was amended accordingly. Additional information was received on 14-may-2018 from healthcare professional. The case updated to serious and got medically confirmed. Patient's demographics (dob, height, pregnancy status) updated. Additional events of difficulty weight bearing, severe knee pain added with details. Verbatim for the event updated to swelling in the injected knee/ swelling from swelling in the injected knee. Onset date for the event of swelling in the injected knee updated to (B)(6) 2018 from unknown date in (B)(6) 2018. Medical history, concomitant medications, laboratory data added. Clinical course was updated. Text was amended accordingly.